Event description:
Routine complaint investigation when a consumer reported receiving a high blood glucose reading of 97 mg/dl when compared to a laboratory value of 55 mg/dl. The results, when plotted on a clarke error grid, fell into the "d" zone showing the difference in the readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.